Manufacturer narrative:
Ntaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of the second episode of device expulsion ("right essure was coming into the cavity, protruding into the uterine cavity") and genital haemorrhage ("bleeding every day / bleeding for a month straight") in a 45-year-old female patient who had essure (batch no. B93879) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "she was having a hard time reaching the left side" on (B)(6) 2014. In 2013, the patient had essure inserted. On (B)(6) 2014, 1 day after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced hypomenorrhoea ("bleeding regularly; I guess I was on my period, it was light"). On (B)(6) 2017, the patient experienced the first episode of device expulsion ("the left side came out spontaneously"). On an unknown date, the patient experienced the second episode of device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with medroxyprogesterone (depo provera) and surgery (did a hysteroscopy and removed the right coil). Essure was removed. At the time of the report, the last episode of device expulsion, genital haemorrhage and hypomenorrhoea outcome was unknown. The reporter provided no causality assessment for genital haemorrhage, hypomenorrhoea, the first episode of device expulsion and the second episode of device expulsion with essure. The reporter commented: she was not admitted to the hospital. Left essure coil was not removed . Diagnostic results: hysteroscopy revealed that the right essure was coming into the cavity, protruding into the uterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of the second episode of device expulsion ("right essure was coming into the cavity, protruding into the uterine cavity") and genital haemorrhage ("bleeding every day / bleeding for a month straight") in a (B)(6) female patient who had essure (batch no. 1b93879) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "she was having a hard time reaching the left side" on (B)(6) 2014. In 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced hypomenorrhoea ("bleeding regularly; I guess I was on my period, it was light"). On (B)(6) 2017, the patient experienced the first episode of device expulsion ("the left side came out spontaneously"). On an unknown date, the patient experienced the second episode of device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with medroxyprogesterone (depo provera) and surgery (did a hysteroscopy and removed the right coil). Essure was removed. At the time of the report, the last episode of device expulsion, genital haemorrhage and hypomenorrhoea outcome was unknown. The reporter provided no causality assessment for genital haemorrhage, hypomenorrhoea, the first episode of device expulsion and the second episode of device expulsion with essure. The reporter commented: she was not admitted to the hospital. Left essure coil was not removed diagnostic results: hysteroscopy revealed that the right essure was coming into the cavity, protruding into the uterine cavity. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a usability issue. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 1-dec-2017: new reporter added. Case was medically confirmed. New events: "the left side came out spontaneously" and "right essure was coming into the cavity, protruding into the uterine cavity" were added. Lot number added. Device dates updated. Action taken with drug updated. ¿essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿ incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.